Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was successfully implanted. The patient was discharged on dual antiplatelet therapy (dapt). The patient had a routine 45-day follow-up and imaging revealed a device related thrombus (drt) on the closure device. The location and the size of the thrombus was unknown. The patient was prescribed eliquis and aspirin. Follow-up transesophageal echocardiography (tee) performed on (B)(6) 2024 confirmed the drt had resolved. As of (B)(6) 2024, the patient remains on aspirin.